Event description:
It is reported that a customer's infusion set had broke causing the customer's blood glucose to rise. The blood glucose levels were not recorded. The caller which was the customer's mother stated that the infusion sets had broke 6 times. The customer was sent new infusion sets. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.